Event description:
The pump and catheter were explanted and replaced. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal pump connector anomaly.